Event description:
It was reported that a bd precisionglide¿ needle 18g x 1 1/2 in had foreign matter on the cannula.

Manufacturer narrative:
Investigation summary: one photo and 7 actual samples in unsealed and 2 actual samples in sealed packages were returned for evaluation. Samples were subjected to visual inspection. Flakes were observed in packaging and cannula. Samples failed visual inspection. One actual sample was subjected to fourier transform infrared spectroscopy (ftir) test. The ftir result shows that the spectrum to the fm had matched with the spectrum of polyolefin and ethylene vinyl. Foreign matter on cannula and in packaging could have probably been caused by improper housekeeping. The manufacturing process was reviewed. Foreign matter on cannula and in packaging could have occurred at the assembly line. This may happen when the production technician perform 4 hourly housekeeping and the dust may fly onto the cannula and packaging. There may be a possibility that the production technician have overlooked and failed to remove all parts before performing housekeeping. It is a communicated practice to ensure that the area does not have any products at the station before housekeeping is performed. No CAPA is required as briefing will be conducted to all production technician to prevent this reported non-conformance from reoccurring. The defect trend will continue to be monitored.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle 18g x 1 1/2 in had foreign matter on the cannula.